Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: fluid discharge, seroma-late, and capsular contracture, baker grade unknown.

Event description:
Healthcare professional later reported capsular contracture, baker grade unknown and "serosanguineous fluid", "extracapsular fluid (serous)", "periprosthetic fluid", "fluid collection", and "occasional discharge from nipple".

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Nipple discharge: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported capsular contracture, baker grade unknown and "serosanguineous fluid", "extracapsular fluid (serous)", "periprosthetic fluid", "fluid collection", and "occasional discharge from nipple". Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.